Event description:
Approximately two hours into cardiopulmonary bypass, the oxygenator began to leak arterialized blood from the top left side of the device, vent port and several other areas. The leaks increased. Gas exchange was never compromised. Pt was cooled down to 28 degrees c, the cpb was stopped and the leaking oxygenator was changed. Cpb resumed within two minutes with no further problems. Pt was weaned from cardiopulmonary bypass without difficulty and stable in the post-op period. No apparent injury. In 9/2002: pt did well in the post-operative period with no complications.